Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/27/2016 with the following findings. A review of the pump¿s black box revealed there were multiple pump reboots. The battery compartment was found to be cracked. The battery compartment contained evidence of corrosion. There was no damage found to the returned battery cap. The returned battery cap was able to fully attach to the pump and was used to complete a 24 hours duration test. There were no power interruptions duplicated during that time. A leak test failed with a battery compartment leak. The cover was removed and there was no further evidence of moisture observed on the printed circuit board or internal components. There was no damage found to the power circuit. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.